Event description:
It was reported the rf (radio frequency) head was unable to get a signal when placed over a device. The rf head was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).